Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during knee arthroscopy surgery the shaver blade did break off. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8400sr sabre was received for investigation. Visual inspection identified that the shaft of the returned ar-8400sr had broken into two distinct pieces, with the breakage sites of both pieces noticeably bent. Additionally, damage was present to the proximal end of the shrink tubing, also indicating that the device had been leveraged. The spring retainer was bent, and it could not be manually straightened out. Based on the evidence observed, the damage to the ar-8400sr is consistent with prying/leveraging against bone and/or hard tissue during use.